Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 03 jan 2019: patient underwent a right tka on (B)(6) 2015. She underwent a right knee geniculate neurotomy on (B)(6) 2017 for pain. She was later revised on (B)(6) 2017 for right knee pain, swelling and femoral loosening at the implant to cement interface as well as loosening of the tibial tray at the implant to cement interface. She was revised to a competitor¿s system. She c/o continued pain on md visits on (B)(6) 2018 and (B)(6) 2018. Patient¿s medical history indicates a history of left tka though no operative report nor allegations of product deficiency are noted regarding the left implant (right).